Manufacturer narrative:
H4: the lot was manufactured from august 19, 2021, to august 20, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by adding green color water in the bladder to the nominal volume and the next day there was no evidence of leak found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. The device was filled with cytostatics. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.